Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge and resumed insulin to resolve the issue, and no additional assistance was deemed necessary.